Event description:
It was reported that the customer was experiencing high and low blood glucose (bg) levels however, specific values were not provided. Elevated and low bg levels caused vomiting and resulted in the customer going to the emergency room and being admitted to the hospital. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.